Event description:
It was reported that this system exhibited myopotentials on the right ventricular channel. The caller was inquiring about reprogramming the sensing on the right ventricular channel. A boston scientific technical services consultant discussed the options for this patient. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).